Event description:
The customer received sporadic low questionable results for calcium gen 2 and urea/bun over two days. Of the data provided for four patient samples. Only the results for one sample were discrepant and reported outside the laboratory. The initial result was 47 mg/dl and the repeat result was 73 mg/dl. The initial result was reported outside the laboratory. The repeat result was believed to be correct. There was no adverse event. The bun reagent lot number was 60393701 with an expiration date of 06/30/2015. The field service representative found the rinse nozzle of the rinse mechanism was overflowing because the vacuum line was obstructed. He replaced both reagent probes and flushed the obstruction from vacuum line. He performed mechanism checks with no cells over flowing. He found the rinse mechanism dispense levels were at correct fill heights. He performed precision testing and found no issues occurred and the results were within precision guideline ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.